Event description:
Customer reported that two pts on tpn became hyperglycemic in 2000. The tpns were compounded on the unit, which is being sent to product services for eval. Elevated serum glucose levels were discovered during routine finger sticks. The levels were approximately 140mg/dl. The only action was to stop the infusion of the tpn solutions. There were no sequelae. Customer did their own preliminary testing of unit and does not feel it is the causative agent; customer wanted the unit evaluated to rule out its involvement. The bags of tpn were not saved so no eval of dextrose concentration was possible.

Event description:
Customer reported that two infants on tpn became hyperglycemic in 2000. The tpns were compounded on the unit, which is being sent to product services for eval. The elevated serum glucose levels were discovered during routine finger sticks. The levels were approximately 140mg/dl. The only action was to stop the infusion of the tpn solutions. There were no sequelae. Customer did their own preliminary testing of unit and does not feel it is the causative agent; customer wanted the unit evaluated to rule out its involvement. The bags of tpn were not saved, so no eval of dextrose concentration was possible.

Event description:
Customer reported that two infants on tpn became hyperglycemic in 2000. The younger infant (bg1) was born 11/2000 and was 1 day old and weighed 1.2kg at the time of the incident; the older infant (bg2) was born 10/2000 and weighed 1.1kg and was septic at the time of the incident. The tpns were compounded on the unit, which is being sent to product services for eval. The elevated serum glucose levels were discovered during routine finger sticks. The levels were approximately 140mg/dl. The only action was to stop the infusion of the tpn solutions. There were no sequelae. Customer did their own preliminary testing of unti and does not feel it is the causative agent; they wanted the unti evaluated to rule out its involvment. The bags of tpn were not saved, so no eval of dextrose concentration was possible.